Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an application of a versatis patch on (B)(6) 2013. The patient had a burning sensation and pain at the device pocket. It was noted the event was not solved for the moment and that it may require other therapeutic actions.